Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which successfully resolved the issue as the malfunction code did not reappear. The customer was advised that they could continue using the pump and to call back if any malfunction code recurred; the customer acknowledged and understood these instructions.